Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not initiated therapy without being connected. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. A supply bag had fallen and disconnected. The technical service representative (tsr) advised the home patient (hp) that air had entered setup. The tsr had the hp close the clamps and transfer set, and then cycle the power. The hc then alarmed system error 2367. The tsr advised the hp to start over with new supplies or use manual supplies to complete therapy. The tsr advised the hp to inform her peritoneal dialysis registered nurse about the alarm. The hp stated, she would call her nurse to see if she should start over or end therapy. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "supply bag fell and disconnected". The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.